Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance out of range and high capture thresholds measurements. The lead was repositioned several times without success; later a lead revision was done, and it was attempted to change the lead position, but it was unsuccessful. During the lead revision, there was issues presented with the helix not able to fully extend. Therefore, the physician decided to implant a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: a1. Patient identifier. A1. Date of birth. A2. Age at time of event. A3. Sex.

Manufacturer narrative:
Corrected fields: b5 describe event or problem h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range and high capture thresholds measurements. The lead was repositioned several times without success; later a lead revision was done, and it was attempted to change the lead position, but it was unsuccessful. During the lead revision, there was issues presented with the helix not able to fully extend. Therefore, the physician decided to implant a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range and high capture thresholds measurements. The lead was repositioned several times without success; later a lead revision was done, and it was attempted to change the lead position, but it was unsuccessful. During the lead revision, there was issues presented with the helix not able to fully extend. Therefore, the physician decided to implant a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood in the helix housing and tissue entwined in the helix. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.